Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 560 mg/dl while wearing the pod between 24 and 36 hours. The patient experienced a communication error during operation while wearing the pod. Upon removal, the pod's cannula was found to be dislodged. As treatment, a manual injection was given.

Manufacturer narrative:
Catalog no changed from ble-i1-529 to zxp425, model no changed from 18320 to 19191, unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from k211575 to k192659.